Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 3.50 x 28mm synergy ii drug-eluting stent was advanced but failed to cross the lesion and the device was removed from the patient. Upon trying to re-introduce the stent into the body, the stent came off the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.